Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The affected syringe was manufactured. Further investigation is documented. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. Packaging lots number manufactured with affected syringe batches identified and documented. The DHR review is not required and the risk review and labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pretest, when connecting the syringe with the inflation valve and injecting water into the foley catheter, the balloon did not inflate but the water leaked from the connection port. As per investigator mail received on 15mar2023, it was confirmed that water leaked out due to faulty syringe.

Event description:
It was reported that during a pretest, when connecting the syringe with the inflation valve and injecting water into the foley catheter, the balloon did not inflate but the water leaked from the connection port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.